Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient stated they were having a hard time getting the handset and the communicator to communicate. Patient stated it takes 2-3 minutes to connect to the pump and when it does, it just sits there at 90%. Agent reviewed data and how to delete the data. Patient was able to connect with no lag. Patient would call back if they need further assistance

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software. Product ID hh9020tdd, serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported that they were having a hard time connecting to the ptm (personal therapy manager) and it took 10mins to get connected and wanted to have a bolus. The patient mentioned that they tried deleting the data, but the issue persists. The agent was able to identify that the patient tried to delete the data by just closing all the application. The agent assisted the caller in deleting the data and then the patient tried to connect and confirmed that they were able to connect with any further issue. The patient became escalated since they were insisting that they were able to clear the data before, but they are just closing all the application. The agent tried to explain to the patient, but the patient kept cursing and ended the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.